Event description:
The physician reported that the patient's battery status recently registered 11-25%, and that at there previous appointment, 8 months prior, the battery status had registered 75%-100%. The physician is concerned that the battery is depleting too quickly. The patient informed that they were shocked by a spark plug about 6 weeks prior to their most recent appointment. A review of device history records for the generator shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution. Additionally, it was confirmed that the device was not manufactured with the laser routing process that left certain devices susceptible to premature battery depletion. No other relevant information has been received to date.

Event description:
Note that per labeling on the vns generator, therapeutic radiation may damage the vns circuitry. Effects can range from a temporary disturbance to permanent damage. The explanted generator was discarded. Review of the data from explant found that the voltage was still inconsistent with %battery remaining based on therapy delivered.

Event description:
A review of the tablet data revealed that up until (B)(4) 2019 the device showed no evidence of premature battery depletion . No other relevant information has been received to date.

Event description:
The patient reported that he was never shocked by a sparkplug but that he was worried that the 15 months of cancer radiation treatment that he had received had caused the premature battery depletion. The patient's wife then reported an increase in seizures believed to be due to low battery . One of the seizures led to hospitalization. The patient denied any recent sickness/fever or change in medication. Follow-up with the physician's office found that the patient had never reported being shocked by a spark plug. The patient's generator was replaced prophylactically (intensive follow-up indicator triggered). The suspect product has not been received to date. No further relevant information has been received to date.

Event description:
Additional programming data was received confirming a premature end of life battery condition following an incident where the patient was shocked by a spark plug. A review of the tablet data revealed that the patient's generator battery was depleting within normal limits; however following an incident where the patient was shocked by a spark plug in june 2019, the generator battery began to rapidly deplete. No other relevant information has been received to date.